Manufacturer narrative:
The field service representative (fsr) verified that the epgs would not calibrate. He replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) consistently failed calibration attempts. There was no delay nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found the suspect electronic patient gas system (epgs) to fail oxygen (o2) analyzer calibration. He then replaced the suspect o2 sensor with a lab use only (luo) o2 sensor and found the epgs to pass calibration three times, determining the issue was with the suspect o2 sensor. Per the service repair technician, the unit has reached its end of service life (eosl) and will not be repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.